Manufacturer narrative:
This report number is cancelled. It was reported by the user facility that the part originally reported as being involved in this event was manufactured by a different manufacturer, FDA registration number (B)(4).

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery on (B)(6) 2015 instability/dislocation. Tornier "legacy" implant stem, humeral head, and glenoid were removed. Tornier ascend flex device was implanted without incident.